Event description:
The customer reported that the system's screens remained black and would not display fluoroscopic images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image processor computer graphics circuit board connection was repaired. The system was tested and found to be working as intended and put back into service.